Event description:
A facility reported that the mayfield modified skull clamp (a1059) did not lock and slipped, which resulted in patient injury. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.